Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the material was hard, does not form well and does not seal properly and leaks past cuff. The inflation is not enough to seal properly. Intubation tubes had to be replaced with larger tubes due to air leakage when pushing the tube deeper or increasing the cuff pressure has not helped enough. There was unknown patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual and functional testing found no abnormalities. This is a supplied item; therefore, a device history record (DHR) review could not be conducted.